Manufacturer narrative:
The device is being returned to physio-control for evaluation. Physio-control will submit a supplemental report on this event.

Event description:
Found during routine inspection. Customer called to report warning icons are displayed on device and the device will not power on. There was no pt associated with the report.